Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion at l1/2 due to lumbar canal stenosis. Intra-op, when operating with the trial, it got in through the facet joint, there was a high possibility of contacting the spinal cord (inferred by the image of frontal and sagittal). The trial was reinstalled in the correct position and the MRI was taken after surgery. When taking the MRI, it was found that a bone fragment came in contact with the spinal canal and spinal stenosis had occurred, so a posterior laminectomy was performed and the bone fragment was removed. There was no injury to the dura. The patient was transferred to another hospital. Post-operative patient status was unknown.